Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 60 mg/dl. Troubleshooting was done. It was also mentioned customer's blood glucose was 52 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump arrow buttons did not respond due to corroded keypad traces. Insulin pump had minor scratched display window.